Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have not been previously repaired. Review of the complaint history found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6)2019, it was reported that a dermatome kept skipping during use. The customer returned a zimmer air dermatome serial number (B)(6) to zimmer australia and was promptly forwarded to zimmer taiwan for evaluation. Evaluation of the device on (B)(6)2019 noted that the dermatome was out of calibration at all four settings, but ran within motor speed specifications. It was recommended to replace the motor, o-ring, seal, reciprocating arm, the external e-ring and multiple bearings. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the motor, multiple bearings, an o-ring, the seal, reciprocating arm, and an external e-ring. The technician then tested and verified that the device was functioning as intended, and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference numbers (B)(6) on (B)(6) 2019. While the service technician found that the device was out of calibration at all four settings, which would allow the device to not cut properly and potentially skip during use, it cannot be determined from the information provided as to what caused the device to fall out of calibration. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device kept skipping during surgery and needed repair. Subsequently this did not caused patient harm and there was a delay of between 1-15 minutes. The surgery was completed using an alternate device and the graft harvested was able to be used with no additional unplanned graft. No adverse events were reported as a result of this malfunction.